Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/14/2015. (B)(4). Upon evaluation, fire testing was not conducted because the trigger was completely jammed. The device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. The cannula cap fell off from tabs due impact damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and straps were used to fixate mesh. During the procedure, the device fired only one strap and then did not fire, it got blocked. There were no adverse patient consequences reported. Additional information has been requested. Upon evaluation, the cannula cap was detached from the cannula tabs and missing.